Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that multiple intermittent altitude alarms occurred and that the pump battery was depleting quickly. Reportedly, the pump supplies were changed to address the issues. Customer declined troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 110-130 mg/dl.